Event description:
The customer reported that the unit does not recognize that the pads are attached, and it fails the shock test.

Manufacturer narrative:
The customer reported that the unit does not recognize that the pads are attached, and it fails the shock test. Philips evaluated the device and the symptom was verified. Replacement of the power pca resolved the failure, and the device passed all testing.